Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt for the leadless implantable pulse generator (ipg) device, the patient experienced pericardial effusion. There was a sudden drop in blood pressure and oxygen saturation during the implant procedure. The patient was transferred to another location for surgical repair. Surgery was performed; sternotomy was performed, and a drain was used. The device remains in use. No further patient complications have been reported as a result of this event.